Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to pocket infection. The lead was explanted and the patient received antibiotic treatment. The patient was unaffected before and after the event.